Event description:
IV remodulin patient over 65 years old. Patient stated she thinks her IV access may have shifted but she has no pain. She has an appt with md in beginning of july and will reach out to her nurse in the meantime if she has questions. Patient reported diarrhea and headaches but manages with over the counter meds like imodium. Patient reported she has an issue programming one of her pumps when doing a cassette change. She wasn't sure what message she was getting but will notify us the next time it occurs. She was still able to get it programmed eventually and it is infusing correctly. Serial number not provided. Pump return tracking info not available. Photos were not provided. This is a continuous infusion. Set flow rate/volume delivered are unknown. Position of pump when alarm occurred is unknown. No additional info provided. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Not at this time. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved.